Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. About 2 hours after, in the ward, the drained fluid was discarded. When trying to re-apply negative pressure, air entered immediately after unlocking and swelled. Further details are not provided no sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not received. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?=>unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>we regularly contact with sales rep about the device returning. No device is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.